Event description:
Healthcare professional reported "rupture " and "exchange from textured to smooth due to the patients concern of the product". This relates to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture " and "exchange from textured to smooth due to the patients concern of the product". This relates to the left side. Device was explanted and replaced.